Manufacturer narrative:
This report is filed on june 16, 2017.

Manufacturer narrative:
This report is submitted june 8, 2017.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2017, due to the patient being a non-user of the device.